Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the front housing damaged (lower right edge). Event history log review was not applicable. Functional testing could not replicate the reported issue; the pump was found to be operating as intended. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the device exhibited deviating values. There was no patient involvement.